Manufacturer narrative:
Continuation of d10: product ID tm90t0 serial# (B)(6) product type accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: tm90t0, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their communicator never seemed to charge right because the light would turn from green to dark when they unplugged it after charging it. Per the patient, last night they tried 4-5 times to bolus and on the 6th try they were eventually able to get one. The patient stated their cord had never been flush with the device and it had always stuck out a little bit. Troubleshooting during the call determined that the patient thought the no indicator light meant something was wrong, and the patient tried another cord and it fit well into the port and the indicator light turned green. The agent assisted the patient, and the patient was able to connect well and request/receive a bolus. The patient then plugged the communicator back in and the indicator light turned orange. The agent reviewed indicator light considerations and recommended that the patient charge the communicator, monitor, and call back for assistance as needed, so the patient was going to leave the communicator charging and call back for assistance if needed. The patient called back later the same day stating that the indicator light turned green after an hour, but then they went back after another hour without touching it and the indicator light went blank (also reported as the indicator light was flickering). The patient also stated that the cord didn¿t seem to fit in the port as well as they thought. A replacement communicator was requested from the repair department because the indicator light was turning green and then back to orange despite not moving the communicator or taking the charger out of the port, and the port had appeared loose since they had it. A universal power adaptor kit was also requested from the repair department. No indication of patient harm.